Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The receiver passed visual inspection. Global receiver functional testing was performed and resulted in no failures related to the customer complaint. The receiver was able to be charged to 100%. A review of the receiver data log confirmed firmware errors err67 and err171 in addition, hardware error hwbat12c and a screenerroralarm were also observed. The customer complaint was confirmed. The root cause was determined to be a defective battery and a defective component in the receiver's printed circuit board. This complaint was deemed reportable upon completion of device evaluation on 06/05/2015.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that the patients receiver is showing the initializing screen without a manual restart on (B)(6) 2015. Patient did not report any injury or medical intervention.